Manufacturer narrative:
The electrode was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on similar reported events the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop wire of an electrode broke off and fell into the patient during an endometrial ablation procedure. The loop wire was retrieved using an unspecified device. A similar device was used to complete the procedure. No patient injury was reported.